Event description:
It was reported that the patient was in institutional care at the time of death. It was reported that the patient was taken to the hospital where he passed away. No further relevant information has been obtained to date.

Manufacturer narrative:
Outcomes attributed to adverse event; corrected data: additional information indicates that the patient passed away on (B)(6) 2013. Date of event; corrected data: additional information indicates that the patient passed away on (B)(6) 2013.

Event description:
It was reported that the vns patient passed away. The nurse practitioner reported that they are waiting on information regarding the cause of death. No other information has been received to date.

Event description:
Additional information was received stating that the vns patient passed away in bed on (B)(6) 2013 from aspiration pneumonia that led to cardiac arrest not related to vns. The device was not explanted. The epilepsy patient also suffered from profound developmental delay. Vns helped reduce the number of seizures the patient was experiencing. The patient experienced 2nd generalized seizures and complex partial seizures. The patient had a history febrile seizures but no history of nocturnal seizures. The patient did not have a history of drug and alcohol abuse or cardiac/respiratory problems. The patient was compliant with his medications. An internal evaluation of the available information determined that the patient's death was unlikely sudep.